Manufacturer narrative:
No rewind anomaly was noted. The pump was received with normal operating currents, and passed the unexpected restart, rewind, basic occlusion, displacement and self tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer adds oil to the new reservoir before filling it with insulin. The customer was unable to access the alarm history. While trying to rewind, the insulin pump alarmed motor error again. Customer's blood glucose level was 114 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.